Event description:
Burned wires connected to contactors. According to an electrician, as the contactors wear, creating increased resistance, the 20 gauge wire cannot handle the load, and burns. The wire may be adequate when new. It appears a fire could have been created had staff not realized there was a problem when contactors began "clicking." Then contactors were replaced and larger wire installed. Possibly other generators of that age should be inspected.